Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported a defective hemopro 2 device. Additional information is not available at this time. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2015 05:41 pm (gmt-5:00) added by (B)(6) ((B)(4)): the cannula and the harvesting device were returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The cannula was inspected. No visible defects were observed. The c-ring was able to be extended and retracted with reference endoscope installed. No blockage was observed in the scope wash system or the cannula insulation tubing. The harvesting tool was inspected. A visual inspection determined that the heater wire was flexed away from the hot jaw. No other defects were observed. Based on the returned condition of the device the reported complaint was confirmed the confirmed failure mode has been investigated in our fir/CAPA system under (B)(4).

Event description:
The hospital reported a defective hemopro 2 device. Additional information is not available at this time. The hospital did not report any patient effects.